Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. Both bipolar yaw pulleys exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the rubber around tip of the maryland bipolar forceps was burnt. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. Both bipolar yaw pulleys exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the rubber around tip of the maryland bipolar forceps was burnt. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury.